Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation in a non-target area due to high impedances noted on the leads. It was also mentioned that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent a procedure wherein the ipg and leads were replaced. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5036236, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5040999, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation in a non-target area due to high impedances noted on the leads. It was also mentioned that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent a procedure wherein the ipg and leads were replaced. No further information could be obtained. Additional information was received that the patient was doing well postoperatively. The explanted devices could not be returned due to hospital policy.